Event description:
It was reported to hamilton medical ag that: ¿tf 5510 tf 5511 after calibrating flow sensor several times. Manual says to replace sensor board¿ no patient was involved.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.